Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. Section g4: PMA/510(k) number: p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information . Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: november 13, 2025. Section h3: evaluated by manufacturer? Yes. Device evaluation: the lens was visually inspected under magnification revealing that the lens had a small cut on the edge, consistent with a lens that was explanted. No further issues were identified. During the product evaluation it was confirmed that the physical characteristics of the lens matched a drt model lens. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4, a5, a6, patient information: the customer did not have the information, and they decline to provide it due to patient privacy. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was explanted from the patient¿s right eye due to an unknown reason. The replacement lens is another johnson and johnson iol model, za9003 10.5 diopter. There were no complications such as a capsule, vitrectomy, or sutures. The ophthalmic viscosurgical device (ovd) used is duovisc. No further information is available.